Manufacturer narrative:
The actual device involved in incident was evaluated. Initially, there was no observed damage to the circuit. A pressure test was performed on the device and a leak was found at the swivel. The cause of the leak could possibly be due to the swivel connector not fitting correctly. It may have occurred during manufacturing of the device. Conclusions - the device failed during pre-test/pre-trial.

Event description:
A hospital reported that an rt235 breathing circuit would not pass the leak and pressure test on a pb840 ventilator upon start-up. No pt injury was reported.